Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain and "gel extravasation" and "presence of large seroma".

Event description:
Healthcare professional reported rupture, pain and "gel extravasation " on left side. The device has been explanted. Healthcare professional reported "presence of large seroma".